Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2014-25535. It was reported the patient (B)(6) underwent surgical intervention on (B)(6) 2014 for a permanent implant procedure. During the procedure, lead testing identified invalid impedances for one lead. In turn, the lead was removed and replaced which resolved the issue. Both leads are being reported since it is unknown which lead was replaced.